Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button on top of inpen was broken. No harm requiring medical intervention was reported. Troubleshooting was not performed and the customer will discontinue to use the device.